Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2022. Additional information was received that the patient had a chronic driveline infection and was on an ungrounded cable due to short to shield. The device operated as expected and would not be returned for evaluation.

Manufacturer narrative:
Chronic driveline infection captured under MFR. Report # 2916596-2022-15486. Known short to shield captured under MFR. Report # 2916596-2020-00916. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported driveline infection cannot be conclusively determined. The reported suspected short-to-shield issue cannot be conclusively determined as no product was returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. The instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. G) contains information on caring for the driveline, as well as instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.